Manufacturer narrative:
One device was returned for investigation. A connection test was done where no abnormalities were found. No root cause able to be determined. Device is a supplied item and will be sent to supplier where further investigation will be done. The supplier also has the device history review. Complaint was not confirmed.

Event description:
It was reported, that the customer tried to connect a syringe to the pilot balloon during the pre-use check. But it bounced back intensely, and would not allow for a proper connection. No report of patient involvement. No additional information is available for this complaint.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. UDI section of d4 and g5 are unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available